Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not been returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
Event date and procedure dates are unk. It was reported to boston scientific corp that two polyflex esophageal stents were used during two separate procedures on the same pt. Reference MFR report # 3005099803-2009-03466. According to the complainant, the previously implanted polyflex esophageal stent had migrated and was retrieved. A second polyflex esophageal stent was implanted in the mid esophagus following a pre-dilatation. Two weeks post stent placement, the pt presented with an esophageal perforation in the proximal esophagus. The pt was referred to a thoracic surgeon and underwent removal of the stent and placement of a drainage device. The pt's condition was reported as stable following the procedure. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.